Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer did not provide information about symptoms. The customer treated high blood glucose value with insulin pump. The customer declined troubleshooting for high blood glucose value. The sensor glucose value was 123 mg/dl. Insulin delivery was not suspended due to sensor glucose values. Customer reported they did not receive a calibration not accepted alert. Customer was reported a sensor updating or sg value not available status or alert. The insulin pump will not be returned for analysis.